Event description:
It was reported that the customer had ongoing intermittent blood glucose value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. At times the customer¿s coworker to provided carbohydrate and assisted the customer in being able to consume them to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.